Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leaking occurred through the plunger. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Received for investigation: one box containing fifty unopened packages of product from the reported lot number. The product used at the time of the complaint was not returned. Visual inspection of the samples provided did not reveal any defects or anomalies. All returned samples were found to be assembled within the packages prior to opening. To evaluate the complaint, the returned samples were tested for leakage past the plunger according. Leakage past the plunger was observed among thirteen products, thus complaint confirmation. The syringe is a supplied item which is purchased as an assembled product (syringe barrel, plunger, and plunger tip rubber). Inadequate manufacturing from the supplier is the root cause of this issue. The complaint information has been shared with the manufacturer. ICU medical has not purchased this assembly since 2022. At this time, no further actions will be taken. Complaint information will continue to be monitored for any new information and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.